Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. File information indicated the use of a viscoelastic which is not approved for use with the qualified cartridge combination for this lens model. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(6) 2013. (B)(4).

Event description:
A surgeon reported a patient experienced blurred vision following an intraocular lens (iol) implant procedure. The lens was exchanged with the same model, different power lens. Additional information was requested.